Event description:
Caller reported cartridge alarm 20, which resulted in a blood glucose level displaying as "high," though a specific value was unknown. Customer administered a correction injection via mdi to address high bg. Technical support helped the caller load a new cartridge using the proper technique, allowing them to resume insulin therapy successfully, and the issue was resolved.